Event description:
A patient had a pacemaker removed and replaced that had premature battery failure. The replacement was made by the same manufacturer, but was a different model. The malfunctioning device is not under a recall. The device was given to the local sales representative for return to the factory.